Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when a sphincterotomy was attempted, there was insufficient electrical conductivity to perform the cut. The cut wire on the tome charred instead of cut the tissue. No visible damage was noted to the device. The procedure was completed with an olympus clevercut tome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".